Manufacturer narrative:
(B)(4). Date sent: 2/17/2021. Additional information was requested, and the following was obtained: is it known which part of cartridge broke off (plastic deck, metal pan)? If plastic, how much (sliver)?: unknown which part of cartridge broke off. Was the broke piece left in patient?: no. Is there any plan to recover broken piece?: no plan to recover.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received if further details are received at a later date, a supplemental medwatch will be sent: was the broken off part of the cartridge retrieved? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was found that a part of the cartridge had been broken off. Another device was used to complete the case. There were no adverse consequences to the patient.